Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, when the needle was removed from the vein and the safety shield was activated, blood splashed on one (1) device. No patient or user impact reported.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, when the needle was removed from the vein and the safety shield was activated, blood splashed on one (1) device. No patient or user impact reported.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination no damages or molding defects were found from the butterfly needles as all samples met specifications. Also, a functional testing was conducted on 8 retained samples, and no droplet was observed on any of the needle tips relating to blood splatter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of blood splatter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.